Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. On an unknown date, the patient was hospitalized date for three days for the peritonitis event. The patient was treated with unknown intraperitoneal antibiotics for the event. Action taken with pd therapy was not reported. At the time of this report the patient was recovering from this peritonitis event. On an unreported date, the caregiver was retrained on the proper aseptic technique. No additional information is available.